Event description:
It was reported that the pt was treated 18 days post myocardial infarction with two endeavor stents. The two lesions were the ostial lad (2.75 mm x 12 mm) and second lesion proximal lad (2.75 mm x 14mm) (MFR report# 2953200-2008-00435) the stents were successfully deployed. The pt was discharged the day following stent placement procedure. The pt returned for f/u 30 days which was successful and the investigator prescribed aspirin and clopidogrel. At the 6 mo f/u which was successful the investigator prescribed aspirin and clopidogrel. At the 12 mo f/u which was also successful the investigator prescribed aspirin. It was reported that the pt expired 19 mos post stent implant. Cause of death is unk and no autopsy available. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation results: death. Lack of info, no autopsy report. Conclusion: lack of info, no autopsy report.